Event description:
Our hospital utilizes sorin 3t perfusion devices for bypass cardiac procedure. Two of three of the devices in use tested positive for m. Chimaera. We have not yet observed a pt infection.